Event description:
It was reported that the patient presented to the emergency room after receiving an inappropriate shock due to noise. Upon interrogation, high, out of range pacing impedance and loss of capture was observed. The lead was capped and replaced without any complications. The patient was in stable condition after the procedure.